Manufacturer narrative:
Siemens has observed over-recovery in the immulite/immulite 1000/immulite 2000 androstenedione assay for samples across the assays' reportable range of 0.3-10 ng/ml (1.1-35 nmol/l). Siemens has confirmed that the issue noted in the december 2013 field action is not limited to only samples >5.5 ng/ml (19.2 nmol/l). Siemens has identified that the root cause of the over-recovery is related to the variability of a critical raw material. This issue has been resolved beginning with immulite/immulite 1000 kit lot 431, and for immulite 2000 beginning with kit lot 331. An urgent field safety notice (ufsn) 1113 for immulite/immulite 1000 and ufsn 3021 for immulite 2000 was sent to ous customers in november of 2014. The ufsn recommends that the customer discard the affected kit lots and to review the letter with their medical director.

Event description:
The customer has reported a discordant result on one patient sample after dilution for the androstenedione assay on an immulite 2000 instrument when using reagent lot 323. The sample was first run neat and as the initial result was >5.5 ng/ml the sample was diluted and re-run on the immulite 2000 instrument. The calculated diluted result was lower than the neat result. The initial result obtained on the undiluted sample was reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant result obtained for the androstenedione assay.